Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 3 on a patient with a short and fragile posterior leaflet and an enlarged atrium. A mitraclip xtw was inserted and deployed on the mitral valve, reducing mr to a grade of 1-2. On (B)(6) 2026, the patient returned with breathing difficulties. An echocardiogram was performed and revealed that the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grad of 4. On (B)(6) 2026, a combined mitraclip and triclip procedure was performed, and one clip was implanted, reducing mr to a grade of 2-3.